Event description:
On (B)(6) 2014, diagnostica stago, inc (dsi) received information that erroneous results were created for pt, ptt and d-dimer tests. The instrument was a sta compact (serial number (B)(4)). A service engineer serviced the instrument on the same day. The customer was able to reproduce the failure while the service engineer was on site. On (B)(4) 2014, dsi received additional information from the laboratory manager indicating a total of 18 patients were affected prior to the problem being reported. Of these, four were over medicated due to erroneous results. All four patients had their medication readjusted and appear to have experienced no injury. Two patients had d-dimers performed for suspected pulmonary embolism. Based upon the erroneous results, CT scans were not initially performed. CT scans were performed after the error was detected and reported. Ref # MFR 8043723-2014-00001.